Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that multiple malfunction alarms occurred. Blood glucose was not impacted. Reportedly, the customer had an alternate pump available for insulin therapy.